Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded on keypad trace. No battery out limit alarm noted. The display function properly with testing case. No frozen display or any alarm noted. The insulin pump had missing end cap sticker. No moisture damage found on electronic assy and motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 111 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.